Event description:
Hcp reports that a hole was noted in a piece of the catheter at the proximal end "which had been exposed to the needle or other devices that could have punctured it". This occurred at implant of the catheter. The proximal end of the catheter was explanted and returned to the MFR for analysis. The distal portion of the catheter remains implanted. A dye study was performed with unk results. A follow up report will be sent when additional info is obtained.